Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulty; however, the subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6 device code 3190 was removed.

Event description:
Subsequent to the initial medwatch report, the following additional information was received. It was reported that suture placement with a proglide device was attempted in the right common femoral artery. Reportedly, the "suture node did not advance" with a proglide device. Two additional proglide devices were used for successful suture placement using the preclose technique. Hemostasis was achieved using the pre-placed sutures from the two additional proglide devices. No additional information was provided.

Manufacturer narrative:
Date of event estimated. The customer reported the device is not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement with a proglide device was attempted in an unspecified vessel via 6fr sheath using the preclose technique prior to a peripheral interventional procedure. Reportedly, an unknown failure occurred with a proglide device. An additional proglide device was used for successful suture placement using the preclose technique. The sheath was upsized to greater than an 8.5fr and the procedure was completed. Hemostasis was achieved using the pre-placed sutures from the additional proglide device. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.